Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was confirmed via the log files. The controller event log files revealed data spanning (B)(6) 2025, (B)(6) 2035 - (B)(6) 2035 per timestamps. The clock was initially set to (B)(6) 2025, 9:23:01. The clock time was once again changed on (B)(6) 2025, 9:34:28 to (B)(6) 2035, 9:52:54. Following installation of the backup battery, on (B)(6) 2035, 12:09:48, an intermittent backup battery fault alarm activates. Events prior to the installation of the backup battery are consistent with implant procedure. The backup battery fault alarm was intermittently active due to (f31) ebb_end_shelf_life and (f30) ebb_end_service_life. These faults being active are consistent with the controller timestamps being set to the year 2035. The alarms do not clear before the driveline is disconnected on (B)(6) 2035, 0:43:47, consistent with the reported event. The system controller was also returned for testing. The controller was able to support the system without an issue or alarms throughout testing. The controller functioned as intended. A root cause for the reported backup battery alarm due to backup battery end of shelf life faults, was determined to be the clock being set to the year 2035; however, a further root cause could not be conclusively determined. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve controller clock corrupt, backup battery fault, and power cable disconnect alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. Section 2 of the IFU, entitled ¿system operations¿, states the 11v backup battery has a lifespan of 36 months from its manufacture date and should be replaced if it expires or a backup battery fault alarm is active. This section also provides instruction on how to replace the backup battery. Section 4 of the IFU, entitled ¿heartmate touch communication system¿, gives instruction on how to set and change the date and time of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the controller did not end up being exchanged but was returned following patient outcome.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after installing the backup battery (ebb) into the system controller an ebb fault was directly displayed. This occurred following left ventricular assist device (lvad) implant. Disconnecting and reconnecting the ebb solved the issue at first, but the alarm came back in the afternoon. The process was repeated but this time the alarm was still there. Another ebb was tried then but this effort did not resolve the ebb fault. A controller exchange was planned for the next day when the vad-coordinator was back in the hospital. The patient passed away on (B)(6) 2025 due to unknown-suspected systemic inflammatory response syndrome (sirs). The patient developed sudden fever with temperatures around 40°c which ended in a massive vasoplegia. A sirs was suspected; any started therapy was refractory to the situation. No lvad related events were mentioned which could lead to the outcome. An autopsy was not performed. The device was not explanted.